Manufacturer narrative:
H10: of the two reported malfunctions, one was reassessed for reportability and determined to be no longer reportable. H10: the lot numbers was provided for the reported malfunction, therefore, a lot history reviews was performed. The device was not returned to the manufacturer for evaluation; however, a video was provided and reviewed. Therefore, the investigation is inconclusive for unable to infuse as the video was not evident to confirm the issue . Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602680 implantable port allegedly experienced obstruction of flow. This information was received from one source. This malfunction involved one patient with no consequences. The male patient age is 53 year old and weight of the patient was not provided.

Manufacturer narrative:
The lot numbers were provided for both devices, and lot history reviews were performed. The devices were not returned to the manufacturer for evaluation, however, a video was provided for one malfunction. For both malfunctions, the investigation is inconclusive for obstruction of flow. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0602680 implantable port allegedly experienced obstruction of flow. This information was received from various sources. This malfunction involved two patients with no consequences. Two male patients age were reported ranging from (B)(6) years, and weight of the two patients were not provided.